Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates after loading a cartridge. Reportedly, the cartridge was filled with 150 units of insulin. Reportedly, the customer consumed a box of raisins and blood glucose (bg) level became elevated to 480 mg/dl. To address the bg level, the customer declined a bolus and administered a manual injection. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.